Event description:
(B)(6) reported issues with a worn screen and decreased touchscreen sensitivity on the pump, along with recurrent altitude alarms over the past few months. There was no adverse impact to the customer¿s blood glucose level. Since the pump was out of warranty and in the process of renewal, no troubleshooting was conducted, and no further information was obtained.